Event description:
During an unrelated device upgrade procedure, it was observed that the left ventricular (lv) lead has dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.